Event description:
It was reported that the filter had migrated. On (B)(6) 2003, the patient was implanted with a greenfield filter. The patient had a history of deep venous thrombosis (dvt) following an automobile accident on (B)(6) 2003. On (B)(6) 2019, the patient received an abdominal CT scan. The filter had migrated to 1 cm below the lowest renal vein. No patient complications were reported.